Manufacturer narrative:
The gm eplex base analyzer serial number was (B)(6). The investigation did not identify a specific cause of the event. The issue was consistent with a lower than intended target concentration within the sample volume analyzed by the assay. This could result in a 'not detected' outcome if the gene's concentration was near or below the assay's limit of detection. The unexpected negative result could be due to a variation within the target sequence. There is a risk of false-negative results due to the presence of sequence variants in the bacterial targets of the test. This lot contains a raw material that has been identified as having potential for leaks. No leaks were observed, however small amounts of reagent may not be visible. This issue could not be excluded by the investigation.

Event description:
There was an allegation of false negative staphylococcus and meca resistance gene results while using the eplex blood culture identification panel - gram positive (bcid-gp) panel on a gm eplex base analyzer. The result for the initial test was no targets detected. The culture result for this sample was staphylococcus haemolyticus. On (B)(6) 2025, the sample was retested on the eplex and resulted in the detection of staphylococcus species and meca resistance gene.